Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) battery depleted faster than expected. The elective replacement indicator (eri) was found to be due to charge time greater than 15 seconds. Technical services was consulted and device replacement was recommended. The crt-d has been explanted and replaced. No additional adverse patient effects were reported.